Manufacturer narrative:
The reason for reoperation is deflation and wrinkling. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side deflation and wrinkling. Device remains implanted.

Event description:
Device has been explanted.